Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17; checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient had to be hospitalized for 3 days due to blood glucose reading at 22 mmol/l (396 mg/dl) after wearing the pod longer than 48 hours on the hip/buttocks. He also felt pressure in his chest. At the hospital they treated him with a manual injection with an insulin pen and later they placed him on an intravenous therapy of insulin. The patient¿s blood glucose history is as follows: time, bg (mmol/l) (mg/dl): 21/04 22:00, 17.2, 310; 22/04 00:48, 18.1, 326; 22/04 09:28, 19.5, 351; 22/04 14:11, 15.8, 285; 23/04 00:49, 11.2, 202.